Manufacturer narrative:
(B)(4). Lead: model 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: na; lead: model 3778-60, serial# (B)(4), implanted: 2012 (B)(6), explanted: na; programmer: model 37744, serial# (B)(4).

Event description:
Additional information received reported that the patient had no concerns with her device or therapy. She received assistance during a phone call in early may and stated that her concerns were resolved.

Event description:
It was reported that the patient had experienced heart palpations, which were strong especially when lying down, bloody noses, and swollen feet since implant. The patient had not turned stimulation off to see if the symptoms went away as the stimulation was helping so much with her pain. Additional information has been requested, but was not available as of the date of this report.